Event description:
The reporter indicated in an abstract of an unpublished article that a vns patient's seizures had become more frequent with vns therapy, and that the event eventually led to device disablement. The relationship between the patient's seizure increase and vns therapy is unknown.

Manufacturer narrative:
Abstract citation: pritchard, paul, and p. Lajeunesse. "Psychogenic non-epileptic seizures: contraindications to the vagus nerve stimulator?" Epilepsia. (Abst. 1.137), 2008.